Event description:
It was reported the right ventricular (rv) lead was deteriorating very rapidly. The patient had slowly increasing rv coil impedances. There was evidence of t-wave oversensing. Defibrillation thresholds were increasing. Undersensing was also reported. The rv lead was extracted and replaced. It was also reported the left ventricular lead was in a sub-optimal position and was extracted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead was deteriorating very rapidly. The patient had slowly increasing rv coil impedances. There was evidence of t-wave oversensing. Defibrillation thresholds were increasing. Undersensing was also reported. The rv lead was extracted and replaced. It was also reported the left ventricular lead was in a sub-optimal position and was extracted and replaced. No patient complications have been reported as a result of this event. It was later reported that the right ventricular lead was fractured.

Event description:
It was reported the right ventricular (rv) lead was deteriorating very rapidly. The patient had slowly increasing rv coil impedances. There was evidence of t-wave oversensing. Defibrillation thresholds were increasing. Undersensing was also reported. The rv lead was extracted and replaced. It was also reported the left ventricular lead was in a sub-optimal position and was extracted and replaced. No patient complications have been reported as a result of this event. It was later reported that the right ventricular lead was fractured. It was later reported that, when informed of the reimbursement process, the patient stated that the right ventricular lead was "faulty" and the patient was dissatisfied with the service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) : the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had cosmetic environmental stress cracking.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint quattro lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had cosmetic environmental stress cracking.

Event description:
It was reported the right ventricular (rv) lead was deteriorating very rapidly. The patient had slowly increasing rv coil impedances. There was evidence of t-wave oversensing. Defibrillation thresholds were increasing. Undersensing was also reported. The rv lead was extracted and replaced. It was also reported the left ventricular lead was in a sub-optimal position and was extracted and replaced. No patient complications have been reported as a result of this event. It was later reported that the right ventricular lead was fractured. It was later reported that, when informed of the reimbursement process, the patient stated that the right ventricular lead was "faulty" and the patient was dissatisfied with the service. It was later reported that the lead was oversensing and had sustained failure to capture.